Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had dislocated twice since having her lt tha done on (B)(6) 2020. The surgeon told me he felt like the cup may have had a little too much anteversion in the cup. The patient has a lot of other personal life issues that he felt helped add to the dislocation happening. The surgeon removed the head and liner. The surgeon put in pinnacle dual mobility and was happy with the result. Doi: (B)(6) 2020, dor: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
"With regards to this, please confirm if any of the following information is available: please provide product code and lot no for the cup even if it was not revised if available it was indicated that patient dislocated twice with no previous revision, can you please confirm if patient had any previous treatment for dislocation, such as closed reduction? If yes, please provide the date of intervention or if it was previously reported kindly provide a complaint number." Which they replied: "information is not available. Closed reductions were done, however I do not have access to dates of this happening."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.